Event description:
While a patient was in the post anesthesia care unit, the ventilator on the patient stopped working. The patient was manually bagged and suffered no ill effects. The vent alarm read, "cannot set up patient ventilator malfunction. Short test does not allow. Bd background failed."======================manufacturer response for ventilator, 840 (per site reporter).======================the manufacturer's rep representative happened to be on site for another reason and was advised of this event and assisted the hospital's biomedical staff in determining the cause of the failure. It was determined that the inspiration board had failed and needed to be replaced. We have purchased a new inspiration board and currently we are awaiting its arrival.